Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), a rotated heart, flail, and a history of coronary artery bypass graft (CABG). One clip delivery system (cds) (xtw 11201r184) was unable to grasp the leaflets due to patient anatomy and was replaced. A second cds (xt 11130r223) was positioned on the valve, and while establishing final arm angle (efaa) the clip opened from fully closed to approximately 100 degrees. Troubleshooting was performed and the clip failed efaa two more times. The cds was retracted into the left atrium and passed efaa, in the physician's opinion this was due to patient anatomy. The cds was replaced. A third clip (xt 20420r140) was implanted. Post deployment while retracting the cds the distal actuator mandrel became caught on the posterior clip arm causing the clip to move on the posterior leaflet. It was noted that resistance was noticed during this process. The clip was partially attached to the tip of the leaflet and chordae. A fourth cds (nt 20217r158) was advanced to the mitral valve to stabilize the implanted clip; however, grasping was unsuccessful and the cds was removed. A fifth cds (xtw 20329r144) was advanced into the anatomy and grasping was unsuccessful due to patient anatomy and the cds was removed. The procedure was aborted and the mr was reduced to a grade of 2. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported poor image resolution was not able to be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported unintended movement of clip open during efaa and poor image resolution appear to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).